Event description:
The ge oec fluoroscopy sys was reported to have started and stopped exposure while the x-ray switch on the mainframe was depressed. X-ray exposure reported as not staying continuous.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction as reported. All voltages were verified for specification. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.